Event description:
A consumer reported that they received 3rd degree burns to their buttocks while laying on a heating pad. The patient was seen in the hospital and received a skin graft because of this incident. The product has a clear warning that states that the heating pad is not to be used on or by an invalid, sleeping or unconscious person, or a person with poor blood circulation or diabetes unless carefully attended.